Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 12/12/2016. Testing found the incident device to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported failure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Evaluation of the incident pencil confirmed the customer's report. The cause is due to an assembly related failure.

Event description:
The customer reported that during the procedure, the coag button was pressed but the device did not activate. However the coag button did not return its off position. A new device was opened to continue the procedure without any harm to the patient.